Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported material rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right anterior tibial artery. A 3.0x20mm trek balloon was inserted through a 4fr micro catheter and advanced to the lesion without issue. When inflated once the balloon ruptured at 8 atmospheres. As the balloon was being removed, the proximal shaft broke in two pieces. When the micro catheter was simply pulled out, the rest of the device came out with it. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.